Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - unknown reason.

Manufacturer narrative:
See d6 and h11. The new polyethylene component is pn 602-03-008, star e+ sliding core implant, 8mm, but the pn of the explanted component remains unknown. Due to the limited information available, the part and lot number could not be narrowed down and DHR review could not be completed. There were 51 star revision complaints identified in the timeframe reviewed. Similar complaints did not aid in root cause determination as there is very limited information available. No information was provided related to the surgical technique, so adherence to the IFU is unknown. Simulated use not conducted for either returned device(s) nor with similar parts. The construct had been implanted for an unknown amount of time, so simulated use testing would not be able to accurately recreate the physiological changes that occurred during implantation. No information was provided regarding the cause of the revision surgery and the original surgery date. For this reason, the similar complaints could not aid in the investigation. It is unknown if the doctor followed the surgical technique during both the original and revision surgeries, so simulated use testing could not occur. The explanted poly was not returned to the houston site, so visual and dimensional inspection did not occur. The root cause shall therefore remain unknown.